Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It has been reported that the "nurse was administering medication and the plunger rod snapped. The nurse pulled the needle out of the patient. Because of this - the nurse was stuck with the needle." The patient is known to be hepatitis c positive; the nurse is undergoing preliminary labwork. As the nurse is following up with their primary care physician, it is unknown whether prophylactic medications have been prescribed.

Manufacturer narrative:
Results: although it was initially reported that a sample would be returned for evaluation, a sample was not received. However, the customer sent photos of the device to be evaluated. A photo inspection revealed a broken plunger rod. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6014531. Conclusion: although the photos confirmed that the plunger rod had broken, an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that a possible cause for a broken plunger rod could be insufficient silicone which can result in dry barrels. This leads to difficulty exercising the plunger that can contribute to the bending and breaking of the plunger rods.